Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Healthcare provider reported the device was non-functional. Caller did not know what that meant, it was reviewed it was likely at end of service (eos). No patient symptoms were reported. No further complications were reported or anticipated.